Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
During follow up on an unrelated event the patient was reported to be hospitalized for fluid volume overload. The patient's peritoneal dialysis nurse reported the patient was hospitalized starting (B)(6) 2018 for hypervolemia. The patient was reported to be non-compliant with peritoneal dialysis treatment. The patient was transitioned to hemodialysis and the excess fluid was removed. The patient remained hospitalized (B)(6) 2018 and was expected to remain on hemodialysis. Additional information was solicited but not made available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.